Event description:
The customer reported that following ptca/stent procedures in 2000, a vasoseal vhd kit size 3 was deployed. Ten days post-procedure, the pt presented with a tender, red groin, as well as a fever. An incision and drainage was performed and cultures revealed staph aureus and gram positive cocci. Oral antibiotics were given and no further complications were reported.